Event description:
Additional review indicated that patient's back being 'on fire' led the doctor to think the patient might have a 'short' in the device.

Event description:
It was reported that the patient experienced a stabbing sensation on left side of back near and around the device. The reporter stated that there was no known accident or incident related to this complaint. It was stated that palpation of the pocket site did not cause stimulation changes. It was noted that the impedances were within normal range. It was also noted that there was limited troubleshooting due to lack of access to the patient. Additional information received two months later reported that the patient felt a "painful/sensitive" sensation around the device site regardless if the device was on or off. It was stated that reprogramming was not performed and that the patient was happy with the location of stimulation. It was stated by the health care professional (hcp) that the patient was sick for a week and he thought the sickness may have caused the sudden increase in pain. The reporter stated that a pocket revision was scheduled for (B)(6) 2012. It was stated by the hcp that the patient was doing better. The pain "seemed" to have gotten better since the revision. Subsequent information received in early (B)(6) 2012 reported that the new revision site quickly became painful and the hcp was concerned that the patient might have an allergic irritation. An allergy test was order. Results were not available at the date of this report. Any additional information received will be included in a follow-up report.

Event description:
Additional information received reported that the results of the allergy test were negative. The patient was experiencing 'a lot of pain.' It was noted that the patient was supposed to meet their health care provider in the near future, but no appointment had been scheduled at the time of this report. If further information becomes available, a follow up report will be sent.

Event description:
Additional information received reported that the patient had an appointment scheduled for (B)(6) 2013 with the managing healthcare provider (hcp). Any additional information received will be included in a supplemental report.

Event description:
Additional information indicated an allergy test had been scheduled for (B)(6) 2012. The results of the test were not known. It was also reported that during recharging a warm sensation in or around the implantable neurostimulator (ins) pocket occurred. The patient felt heat where the device was after charging. His back/implant was hot to the touch when they had the message "antenna too hot" come up the night before the report. It was mentioned that the implant was deep and the patient found difficulty charging with efficiency. It was also stated that back in (B)(6) 2012 the patient had had his implant moved from one side to the other because he had developed complex regional pain disorder (rsd) where original implant had been. A couple months after the surgery, his back was "on fire" and he developed rsd on the other side.

Event description:
Follow up information received reported that the patient was scheduled for an appointment with their physician on (B)(6) 2013 but then cancelled the appointment. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient canceled the appointment on (B)(6) 2013 and it had not yet been rescheduled. There was no update on the patient at that time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3998 lot# v383745, implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).